Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent needle is confirmed and appears to be related to the use of the device. One opened 22 ga x 1 in safestep infusion set was returned for investigation. The sample was returned with the white dust cap attached to the luer connector and with the needle protective cover over the needle. A sharp bend in the needle shaft extending from the base was observed. One photo sample of two 22ga safestep safety infusion sets was also returned. The top device in the photo was a 22ga x 1¿ safestep and is evaluated in this complaint file. The bottom device was a 22ga x 0.75¿ safestep and is evaluated in complaint 1474992. The device exhibited a needle bend at the exit site from the non-engaged safety mechanism. The sample appears to correspond to the returned physical sample. Microscopic observation of the needle bevel revealed the needle tip to be barbed inwards. Red use residue was also observed within the needle. The bend in the needle created additional resistance when attempting to activate the safety mechanism. The safety was able to be successfully advanced. Since evidence of use and advancement of the needle bevel against a solid surface was observed, it is likely that the bend occurred during use of the device. A lot history review (lhr) of ascys0161 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found bent prior to use. (B)(6) 2019 evaluation of the returned sample revealed the safety mechanism could not be activated using normal means and force.